Event description:
It was reported that during the procedure the accunet filter basket was deployed without a problem and the lesion was predilated. The stent delivery system (sds) was advanced to the lesion;however,the length choice was not long enough to reach the lesion. The sds was removed. At some point in time, the shuttle sheath prolapsed into the aortic arch. An attempt to retrieve the accunet filter basket with the recovery system was unsuccessful. Upon removal of the recovery catheter,it was noted that the filter wire had fractured. A snare device was used to retrieve the separated portion of the accunet wire and filter basket and as they were being withdrawn there was resistance noted at the iliac bifurcation. This was most likely due to the fact that the pt has overlapping stents in both iliac arteries. When the devcies were removed from the pt has overlapping stents in both iliac arteries. When the devices were removed from the pt,it was noted that the filter basket had not been retrieved. Only the snare, filter wire and sheath were removed. It is not certain where,in the pt, the filter basket is; however, it is suspected that it is in the iliac region. Reportedly, the pt is fine and wasd discharged the day after the procedure.